Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple and recurrent cardioembolic cardiovascular accidents (cvas). A computed tomography (CT ) scan of the brain and electroencephalogram (eeg) were performed which showed an epilepsy partialis as well as interval stability of the multifocal different age cerebral and cerebellar subacute infarcts, with dominant infarct and thrombus in the distal right middle cerebral artery (mca) territory, involving the frontal and parietal lobes, showing a stroke in the right parietal, left middle frontal gyrus and left orbital cortex with petechial hemorrhagic transformation unchanged from a day earlier. The patient was subtherapeutic and was put on intravenous (IV) heparin drip. The patient was unable to move left arm and leg was awake and person oriented but not place and time. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced multiple and recurrent cardioembolic cerebrovascular accidents (cvas) following the ventricular assist device (vad) implant procedure. A computed tomography (CT) scan of the brain and electroencephalogram (eeg) revealed an epilepsy partialis as well as interval stability of the multifocal different age cerebral and cerebellar subacute infarcts, with dominant infarct in the right middle cerebral artery (mca) territory, involving the frontal and parietal lobes, showing a stroke in the right parietal, left middle frontal gyrus and left orbital cortex with petechial hemorrhagic transformation. The patient was awake, but unable to move their left arm and leg and orient in place and time. The patient was subtherapeutic and was put on intravenous (IV) heparin drip. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, stroke, and device thrombus are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a pre-implant history of dilated cardiomyopathy following infarct and left ventricular thrombus. Possible factors that may have led to this event include, but are not limited, the patient¿s pre-existing history and related comorbidities, including a pre-implant history of left ventricular thrombus, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.